Event description:
It was reported that this pacemaker showed a battery status of 3.5 years remaining. The physician reported seeing a battery status of 8 years remaining at a previous follow up. The physician was concerned the battery was depleting prematurely. Review of stored device memory through the remote home monitoring system noted the battery status showed 3.5 years remaining in two previous remote interrogations and noted a decrease in device power consumption due to a signal artifact monitor event that disabled the minute ventilation (mv) feature. Further review of device data noted programming changes were then made and the power consumption then increased to the level prior to mv being disabled. Increased atrial activity was observed that appeared to be due to oversensing of noise on the right atrial (ra) lead that resulted in several atrial tachy response (atr) mode switches in addition to increased radio frequency (rf) telemetry that was felt to be related to remote home interrogations. The device power consumption was felt to be appropriate and the changes were attributed to the disabling of mv, increased rf telemetry and increased atr episodes. Technical services discussed the potential of an atrial lead issue. The root cause of the noise was not determined and the physician opted to continue monitoring. This product remains implanted and in service. No adverse patient effects were reported. It was reported that the device was later explanted with no additional information linking the explant to the previous reported clinical observations. No adverse patient effects were reported. The product has been received for analysis. It was reported that the device was later explanted and returned with on additional information.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event. The returned pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker showed a battery status of 3.5 years remaining. The physician reported seeing a battery status of 8 years remaining at a previous follow up. The physician was concerned the battery was depleting prematurely. Review of stored device memory through the remote home monitoring system noted the battery status showed 3.5 years remaining in two previous remote interrogations and noted a decrease in device power consumption due to a signal artifact monitor event that disabled the minute ventilation (mv) feature. Further review of device data noted programming changes were then made and the power consumption then increased to the level prior to mv being disabled. Increased atrial activity was observed that appeared to be due to oversensing of noise on the right atrial (ra) lead that resulted in several atrial tachy response (atr) mode switches in addition to increased radio frequency (rf) telemetry that was felt to be related to remote home interrogations. The device power consumption was felt to be appropriate and the changes were attributed to the disabling of mv, increased rf telemetry and increased atr episodes. Technical services discussed the potential of an atrial lead issue. The root cause of the noise was not determined and the physician opted to continue monitoring. This product remains implanted and in service. No adverse patient effects were reported.